Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the device not working and not feeling stimulation were they increased stimulation all the way up to 6.5v and was unable to decrease; they called to get help. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient device has not been working. The patient could not feel stimulation and was not getting therapy relief. This resulted to the patient increasing the stimulation. Furthermore, the patient experienced a painful and uncomfortable stimulation. The patient reported he had not used his programmer for a while and he may have cranked it up too high because his device was charging so hard and felt like he was getting electrical impulses. A troubleshooting attempt was carried out by decreasing the stimulation from 6.5 to 5.6 and confirmed the uncomfortable sensation was gone. There were no further complications or anticipations reported with this event.